Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler became very hard to squeeze the handle and then would not release. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.